Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was broken at the reservoir compartment, causing the reservoir to not be held in place. The blood glucose reading was 6.1 mmol/l. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip and was missing the reservoir tube o-ring; a test reservoir was installed and did not lock into place due to a completely broken reservoir tube lip. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked case at the reservoir tube window corners.